Manufacturer narrative:
An appointment was scheduled for replacement of the imaging module kit. The reported error was confirmed, and the old part was disassembled and replaced with a new one. Board software was checked, final function tests were performed, and the system was operational and handed over to the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that imaging module is defective. The clinical use of the system was in use. There was no harm reported to philips.